Event description:
Hill-rom has received a report from the pt's husband that the pt's wound allegedly reopened after a previously surgery when the caregiver repositioned her by pulling her up in the bed. There were no problems found with the bed and in-service was given to the caregiver.